Event description:
Customer's wife reported that on (B)(6) 2013, customer received a "hi" message (a reading greater than 500 mg/dl) on the display of his adc blood glucose meter. Customer then self-administered an unknown amount of insulin in response to the reading and subsequently experienced a loss of consciousness. Paramedics were called, but it is unknown what treatment may have been rendered because the caller could no longer stay on the phone. An attempt to contact the customer to obtain additional information was unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips (60594). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. However, the reading reported was not found on the date reported by the customer. In addition, this serves as a correction report. Catalog # has been updated to reflect the correct entry 98814.